Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the arteriography procedure, preliminary angiography was performed confirming the puncture site (common femoral artery, without bifurcation, vessel> 4mm, absence of stenosis, absence of severe peripheral vascular disease and / or severe calcification). Followed by preparation of the device, positioning of the sheath, insertion of the anchor in the vessel, when performing the hemostasis procedure and slowly pulling the device to feel resistance, it was completely removed from the puncture insertion. There was no resistance from the device to proceed with the steps until the end of the release, the anchor was not externalized. They checked to see if the anchor was inside the device or had become detached in the vessel, the product was damaged, realizing that the anchor had not been released, getting stuck in the suture, as if it had not been released. The product left completely, and manual compression of the puncture site was performed. The patient was discharged from the hospital.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.